Manufacturer narrative:
Added information to section a4 (weight), b5 (describe event), b6 (relevant tests/laboratory data), d6a (implanted date) and h6 (investigation findings and investigation conclusions). H11. Additional narrative/data. The device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on available information, the most likely cause is patient factors, including diabetes mellitus and coronary artery disease.

Event description:
Per the report received from brazil, a 73-year-old patient with a 29mm magna valve implanted in mitral position underwent a valve-invalve intervention after an implant duration of five (5) years and ten (10) months due to degeneration leading to stenosis. He patient presented with symptoms of fatigue and dyspnea. A 29mm transcatheter valve was successfully implanted within the preexisting surgical valve. The patient was discharged home.

Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2018". Therefore, (B)(6) 2018 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from brazil, a 73-year-old patient with a 29mm magna valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of approximately five (5) years and eight (8) months due to degeneration leading to stenosis. The patient presented with symptoms of fatigue and dyspnea. A 29mm transcatheter valve was successfully implanted within the pre-existing surgical valve. The patient was discharged home.